Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the next day after insertion, the foley catheter balloon was ruptured and was removed naturally.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Visual inspection observed irregular burst without missing pieces. A trace of salt was observed inside the balloon area. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination observed a trace of salt inside the balloon area. However, the exact cause on how and when problem occurred could not be determined. A potential root cause could be user related (example: contact with sharp object)/ exposure to petrolatum based products/mechanical failure/thin sac). A review of the device labelling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the next day after insertion, the foley catheter balloon was ruptured and was removed naturally.